Event description:
Device 1 of 2. Reference MFR report: #1627487-2014-15038. It was reported, the patient experienced ineffective stimulation. The patient stated, he was not receiving stimulation to certain areas of his lower back. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.